Event description:
A malfunction alarm identified as "malf 3" was reported by the customer, and it was noted that this code recurred even after a reset attempt. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy while a replacement pump was arranged, and detailed instructions were provided for returning the malfunctioning pump.